Event description:
The following has been reported: biomed reported: "persistent tube misloaded errors this pump was previously escalated for tube set and yellow errors. We have replaced that battery. That resolved the yellow error but the pump is still giving a tube set misloaded error during test infusions that is not resolved by cleaning." Patient harm: no. Note: "originally this complaint was assessed based on known information at that time, complaint re-assessed once new information was made available which resulted in the current review." A preliminary review identified the following issue: pneumatic valve leak failure (valve 4). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to pneumatic valve leak failure (valve 4). The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and unit had a tubing misloaded error. Log files indicate pneumatic valve leak failure (valve 4). Performed hardware test and unit failed for valve 4 leak error. Valve 4 will be removed and replaced during repair process before the device is sent to the test line for full functional testing.